Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he went to the emergency room a month ago due to erratic blood glucose levels. The customer couldn't recall the blood glucose reading at the time of admission, but stated he was at 89 mg/dl about an hour later. The customer stated he experienced confusion, and it was probably due to a low blood glucose earlier that day. The customer also stated that the reservoir was leaking when he was filling it. Troubleshooting was performed, and the insulin pump was programmed correctly. No unusual alarms found in the alarm history. The insulin pump passed the prime and high pressure tests. Nothing further was reported.